Event description:
Reporter noted phaco handpiece stopped working; posterior capsule tear occurred. Changed cassette and rebooted, with no improvement. Converted to ecce to complete procedure. Anterior vitrectomy performed. Prognosis reported as guarded.